Event description:
In the article "infectious cellulitis of the face complicating injection for aesthetic nasolabial sulcus by hyaluronic acid: about seven cases"; annals of aesthetic plastic surgery, the authors describe a case study involving a patient that developed bacterial cellulitis of the face, including the eyelid, 3 months after injection in the nasolabial sulcus with a hyaluronic acid dermal filler. Patient also developed "cervical dysphagia associated with diffusion", edema, and "respiratory disorders". Patient required hospitalization for approximately five days where they had ventilator support after "orotracheal intubation".

Manufacturer narrative:
Per the authors: "no patient was capable of accurately reporting the type and brand of the hyaluronic acid injected." Device labeling: precautions for use - as a matter of general principle, injection of a medical device is associated with a risk of infection. Undesirable effects: the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed.